Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that during a trial procedure the doctor was trying to place the lead epidurally but was having difficulty entering the epidural space. The lead kept going into the intrathecal space. Several dural punctures were noted when trying to access the epidural space. X-rays were performed, the lead was removed, and the case was aborted. No neurological deficits were noted post-procedure. The patient status was listed as "alive - no injury" at the time of the report.